Event description:
The pt reported that the connection between the infusion tubing and headset loosened and became disconnected during the night on several occasions. On (B)(6) 2010, the pt found the connection, including the infusion tubing, had broken apart from the headset. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.